Event description:
It was reported that a 2.25 x 18 mm xience could not cross the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed the stent had dislodged.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The stent implant had dislodged from the balloon and was not returned. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.